Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that battery compartment was cracked. It was reported that the battery cap had not been replaced in seven to twelve months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings:a review of the pump¿s black box data revealed evidence of pump reboots after replace cartridge alarms. The battery compartment was observed to be cracked. There was no visible damage to the returned battery cap. The battery cap was able to fully secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no moisture or damage was found to the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.